Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to an increased risk of dvt. Approximately six years post vena cava filter deployment in the patient with a history of dvt and paraplegia, a CT scan identified the filter to be in place within the infra renal inferior vena cava, with multiple limbs extending beyond the caval wall into the retroperitoneum. A review of a comparison study performed approximately four years prior demonstrated no change. It was determined the filter was beneficial and should remain implanted and a vascular work-up would be performed and removal would be considered if appropriate. Further it was reported that the device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years five months post filter deployment, computed tomography revealed ivc filter was in place within the infra renal inferior vena cava, with multiple limbs extending beyond the caval wall into the retro peritoneum. Approximately six years six months post filter deployment, due to increased dwell time and appearance on computed tomography scan, the filter was unlikely to be removable. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6(patient, device, method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of spinal surgery and paraplegia developed lower extremity deep venous thrombosis. A vena cava filter was indicated for prophylactic protection. The abdomen and groins were prepped and draped in sterile fashion. The abdominal pannus was lifted and a needle was introduced in the femoral vein and a guidewire was advanced into the inferior vena cava. A dilator and sheath were advanced over the wire and contrast injection was performed to visualize the renal veins; however, the flow in the renal vein was too fast. After some time, both kidneys and hila were visible. It was predicted that the renal veins were no lower than the hilum of the kidney on both sides; therefore, a point was marked for placement of the filter with its top at that area. The filter was deployed with good placement noted. Post placement x-rays were obtained, the sheath was removed, and pressure was applied to facilitate hemostasis. Approximately six years four months post filter deployment, the patient presented for consultation for anemia with a request to remove the vena cava filter. The patient reported easy bruising with no other associated bleeding manifestations and spontaneously resolving lower extremity swelling. The consulting physician determined that the recent leg edema was unknown etiology or significance but was not a presentation of dvt. With limited ambulation and physical activity secondary to paraplegia, and previous dvts, the ivc filter was beneficial particularly given the patient's easy bruisability. Additionally, given the length of dwell time, the filter was not likely removable. A work-up to investigate the bruisability and status of the lower extremity venous system in addition to pelvic and ivc anatomy and filter status was scheduled. Approximately six years five months post filter deployment, a CT scan identified a tiny lesion within the lower right kidney, too small to fully characterize but strongly favored to be a small cyst. An ivc filter was in place within the infrarenal inferior vena cava, with multiple limbs extending beyond the caval wall into the retroperitoneum. When compared to an outside study performed two years and five months post filter deployment, the imaging findings were noted to be similar with no acute change demonstrated. Approximately six years six months post filter deployment, the patient returned for a consultation follow-up. The consulting physician noted that the easy bruisability remained within the accepted normal variation, with no true coagulopathy or platelet dysfunction. The leg edema was due to venous insufficiency. The patient had anemia of microcytic indices and elevated rdw was consistent with iron deficiency. Due to paraplegia, limited ambulation and physical activity, and previous dvts, in addition to venous insufficiency, the patient was at increased risk. Therefore, maintaining the ivc filter was of benefit particularly given the easy bruisability. Moreover, due to increased dwell time and appearance on CT scan, the filter was unlikely to be removable. Compression stockings were recommended and the patient was scheduled for a vascular surgery evaluation and consideration of ivc filter removal. Approximately six years seven months post filter deployment, the patient presented for a follow-up consultation. The patient was made aware she had iron deficiency anemia with a hemoglobin level of 10.2. Both oral iron and intravenous iron were recommended; however, the patient refused both due to nausea, vomiting, and bowel issues previously experienced. The patient was noted to have previously been advised against removal of the ivc filter; however, she requested a second opinion. The patient was to follow-up with an interventional radiologist or vascular surgeon for possible removal for the ivc filter. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately six years five months post filter deployment, a CT scan identified an ivc filter in place within the infrarenal inferior vena cava, with multiple limbs extending beyond the caval wall into the retroperitoneum. When compared to an outside study performed two years and five months post filter deployment, the imaging findings were noted to be similar with no acute change demonstrated. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six years post vena cava filter deployment in the patient with a history of dvt and paraplegia, a CT scan identified the filter to be in place within the infrarenal inferior vena cava, with multiple limbs extending beyond the caval wall into the retroperitoneum. A review of a comparison study performed approximately four years prior demonstrated no change. It was determined the filter was beneficial and should remain implanted and a vascular work-up would be performed and removal would be considered if appropriate. The patient requested a second opinion; therefore, follow-up with an interventional radiologist or vascular surgeon for possible removal for the ivc filter was planned. No additional medical records were received for this patient.